Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high out of range impedance measurements which were greater than 3000 ohms and high pacing thresholds in both the bipolar and unipolar configuration. There was noise on the ra channel that resulted in oversensing and pacing inhibition. It was noted that the out of range measurements were sudden with some spikes. A new ra lead was successfully placed. No additional adverse patient effects were reported.